Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that right ventricular lead exhibited low impedance and loss of capture. Programming changes were performed. The patient was in stable condition.